Manufacturer narrative:
The ocucoat viscoelastic has been requested from the user facility, but has not been received for eval. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt underwent cataract surgery and was implanted with an ao60g lens. Ai-28 injector and occucoat were also used during the procedure. One day post-operatively, the pt experienced endophthalmitis. The cause is unk. The reporter notified bausch and lomb and all mfrs whose products were used during the surgery. Lens remains implanted in the pt's eye. According to the info received, the pt was doing well at a subsequent f/u visit. Additional info has been requested but has not been received. Please reference MDR #: 1119279-2012-00005 for the intraocular lens (akreos). Please reference MDR #: 1119279-2012-00006 for the delivery device (ai-28).